Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported a clear transparent liquid leaking out of the solution drawer of the alinity m system. The leakage was found inside the instrument in the system solution drawer and also outside the instrument. The leakage was outside the instrument footprint. Customer couldn't identify the origin of the leakage. Customer was wearing personal protective equipment (ppe). There was no injury or incident regarding the reported leak.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system refurbished, list 08n53-032, which is the same/similar to the alinity m system, list number 08n53-032, which received FDA approval.